Manufacturer narrative:
Vyaire medical file identification: (B)(4). The customer reported that they will not return the defective main control pcb (printed circuit board) for evaluation. Therefore, no root cause could be determined. However, the customer troubleshoots the unit. The ventilator was tested on a properly connected patient circuit with a test lung and found to be emitting the mentioned alarms. The flow sensor exhalation valve body and diaphragm were cross-checked, and the pressure sensing line was cleaned. Internal pneumatics tubing was checked and replaced, but the problem remained unresolved. Transducer testing was completed, and it was discovered that the turb diff press calib transducer fails at 0 cmh2o. Calibration of exhalation pressure, turbine diff pressure, and exhale differential pressure has been completed. Lastly, the machine was cross-checked with a working main pcb from the kit and found to be operational without any alarms. An order for a board was placed. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
The customer reported to vyaire medical that the vela ventilator was continuously showing vent inoperable, motor fault, circuit disconnect, low pip (peak inspiratory pressure), low ve (minute ventilation), and transducer fault alarms prior to patient use. The customer confirmed that there was no patient associated with the reported event.